Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the instrument did not fire. For the 1st firing for lobectomy, the surgeon pushed the green button and tried to fire instrument, however the handle could not be squeezed. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Correction:(UDI #) if information is provided in the future, a supplemental report will be issued.